Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions occurred. Reportedly, occlusions were due to a non-tandem infusion set kinked cannula. Subsequently, the customer went to the hospital due to a blood glucose level of 796 mg/dl and ketones. Customer was treated with an intravenous insulin drip and fluids. The infusion set brand was not provided. Multiple attempts were made to follow up with the customer to obtain additional information, however, a response was not received.